Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported left side capsular contracture (grade IV), pain and burning, folds, calcifications. The following reports patient reported left side capsular contracture (grade IV), pain and burning, folds, calcifications. The following reports are not device related: joint pain, lack of memory, hair loss, insomnia, constant headaches and "retroareolar ductal ectasias." Patient's representative reported "severe pain in the breasts, swelling", "liquid lamina, sparse cysts", "chronic inflammatory process with dense hyalinized fibrosis, pseudosynovial reaction and histiocyte reaction to silicone in periprosthesis capsule of the left breast", "small anechoic collection surrounding the implant" and "became aware of the global recall." The device was explanted.are not device related: joint pain, lack of memory, hair loss, insomnia and constant headaches. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture (grade IV), pain and burning, folds, calcifications. The following reports are not device related: joint pain, lack of memory, hair loss, insomnia and constant headaches. The device remains implanted.